Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet france and packaging supplier are in the process of initiating modifications to address reported issue. This report is number 1 of 2 mdrs filed for the same patient (reference 3006946279-2016-00354 / 00355).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and a ten minute delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Upon examination of the product, it was noted that a portion of the inner packaging was not sealed. The outer pouch was not damaged. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to an inadequate seal formed with sealing material used. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.